Event description:
It was reported that the device could not be interrogated and was found to be in backup operation. The patient presented in the emergency room after having a syncopal episode. The patient underwent a MRI the week prior. Firmware download was performed but was unsuccessful in recovering the device even after a second attempt was made. It was suspected that the MRI may have adversely affected the device and suggested to consider explanting the device. The patient was stable throughout the device. No determination on resolution has been made.